Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported does not display a load set prompt upon opening which was reproduced. The reported condition was verified. The cause was determined to be an out of adjustment latch switch spacing gap. The upper and lower latch switch was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not display a load set prompt upon opening. There was no patient involvement. No additional information is available.